Event description:
Device 1 of 3. Reference MFR report # 1627487-2014-15085, 15086. The pt had 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt's scs system was explanted on an unk date in 2013 due to an infection. The pt was given oral antibiotics and cultures were negative. The infection has since resolved.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet spec and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.